Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, therapy date: estimated dates. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 2.5x33mm and 3.0x18mm xience xpedition stents were implanted in the proximal and mid left anterior descending (lad) coronary artery lesion. In (B)(6) 2018, the patient started experiencing chest pain and was hospitalized. No imaging was performed and medication was provided intravenously. No additional information was provided regarding this issue.